Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump error 63 alarm (variable info=3) confirmed in the insulin pump history due to broken trace on keypad assembly. Software error detected alarm found in the insulin pump history due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed pump error 53 and pump error 63. Blood glucose was at the level of 310 mg/dl . Troubleshooting was completed. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.